Event description:
Healthcare professional later reported particles in valve. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in device inner surface, wear abrasion and fold creases. A microscopic analysis and leak test were performed which identified more than three curved openings striated and partial delamination of valve assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: more than three openings striated in the side anterior/posterior assessed as surgical damage. Partial delamination of valve assessed as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.